Manufacturer narrative:
Product investigation is in progress.

Event description:
Unable to remove tampon- vagina [foreign body in reproductive tract]. String snapped - tampon [device breakage]. Tampon - reaching in and trying to grab tampon [complication of device removal]. Case narrative: consumer reported via e-mail that the string snapped during removal. No serious injury reported.

Event description:
Unable to remove tampon vagina [foreign body in reproductive tract] string snapped tampon [device breakage] tampon reaching in and trying to grab tampon [complication of device removal] case narrative: consumer reported via e-mail that the string snapped during removal. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Unable to remove tampon- vagina [foreign body in reproductive tract]. String snapped - tampon [device breakage]. Tampon - reaching in and trying to grab tampon [complication of device removal]. Case narrative: consumer reported via e-mail that the string snapped during removal. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.